Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.